Event description:
A customer reported that the display is difficult to see. Pt stated that they changed the batteries but it has not made a difference. When on the phone a review of system operation was made. The customer had a difficult time describing what sections of the display was missing. However, it was believed that a major portion of the "tens" unit was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.